Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin leaked at the reservoir and infusion set connection. The caller experienced high blood glucose of 417mg/dl. No further information was provided.